Event description:
The customer received questionable results were comparing different lots of troponin t (tnt) on a modular analytics e module (e170), serial number (B)(4); and troponin t short turn around time (tnt stat) on a cobas 6000 e 601 module (e601), serial number (B)(4). The customer began to see a shift on their e module in qc levels 1 and 3 after changing to tnt reagent lot on (B)(6) 2012. The customer had pulled five patient samples that had been run on the e601 module on (B)(6) 2012 to compare the two assays. Data was provided for the five samples. Of those five, four were found to be erroneous. All results are in ng/ml. Patient 1 on e601 generated a result of 0.04; and a result of 0.02 on e170. Patient 2 on e601 generated a result of 0.15; and a result of 0.10 on e170. Patient 3 on e601 generated a result of 3.30; and a result of 2.44 on e170. Patient 4 on e601 generated a result of 16.39; and a result of 11.44 on e170. The results that were generated on (B)(6) 2012 from the e601 analyzer were used for diagnostic purposes. The customer could not determine which results were correct. There was no adverse event. The tnt reagent lot in use was 16887801, with an expiration date of 08/31/2013. The field service representative found that qc and patient results on the e601 were consistent and have not shifted. The customer performed calibration and qc of tnt stat, the customer also performed comparison to previously run samples that were consistent to previous results.

Manufacturer narrative:
A specific root cause has not been identified. During the investigation, 3 tnt stat lots were compared on eight different elecsys 2010 or e411 instruments. It was determined the specific bead lot used for production of reagent lot 168879 exhibited an increased, instrument status dependent matrix effect. The variability in results caused by this matrix effect is dependent upon the maintenance and status of the specific instrument at the customer site.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).